Manufacturer narrative:
The device was returned for investigation. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, access was made by a lateral puncture to the right common femoral artery utilizing ultrasound guidance. Arteriotomy was 9mm in the right and 10mm in the left with nominal calcification. Manta deployment depth measurement was noted at 2.5 + 1. Following a tavr with multiple sheath and catheter exchanges, prior to removing the valve catheter, a hematoma developed. The IFU specifically indicates the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation. While withdrawing the manta device to yellow/green copious bleeding was present. The physician aborted manta deployment procedures for concern the anchor was not within the vessel. Manual pressure was applied, and contralateral balloon inflations were advanced in the iliac. Warnings are indicated in the IFU to not inflate a contralateral balloon in the femoral or iliac artery during manta sheath exchange or the manta closure procedure. Instructions to complete the deployment procedure were recommended. However, the physician did not continue as there was concern the manta was in the tissue tract and not within the vessel. The team was instructed to balloon the common femoral artery verses the iliac however the team rejected the instruction and choose surgical cut down, explanting the manta device. Following completion of the cut down, the physician noted the toggle was in the vessel and rotated. Additionally, the IFU was reviewed and confirmed to list: the following potential adverse events related to the deployment of vascular closure devices have been identified: perforation of iliofemoral arteries, causing bleeding/hemorrhage. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery

Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: cfa closure failed. Manta measured at 2.5+1. Instructed to deploy footplate at 4 to accommodate for hematoma, gross pulsatile bleeding at yellow/green. Physician did not advance blue tube and complete steps. Concern footplate was not in vessel. Pressure held, balloon advanced in iliac. Physician requested to complete full deployment steps was rejected as concern device was in tissue track not vessel. Team moved forward to cutdown. Surgeon and pa stated upon completion of surgical repair the footplate was in the vessel, and appeared to be rotated. Post valve deployment, hematoma developed prior to removing valve catheter. (Multiple catheter/sheath exchanges) possible lateral puncture to the cfa for access. Us access. Tavr valve evolute pro+ 34 mm 18fr sheath. Rt cfa 9 mm, lt cfa 10mm. Right side access for tavr. Nominal calcium. Manta device saved, but foot plate and collagen was disposed during surgical procedure.